Event description:
A pt had gained 1.5 kg of fluid during a dialysis treatment. The facility reports that the machine had passed the pretreatment testing. The pt was dialyzing on a high flux dialyzer. The facility stated the tmp alarm limits were set plus or minus 50mmhg around the initial tmp of 70mmhg. The MFR recommendations stated in the device labeling, are to set the tmp alarm limits plus or minus 20mmhg for high flux dialysis. The facility states that tmp alarms had occurred during the treatment and were reset until the tmp stabilized at 40mmhg. The pt had become short of breath, diaphoretic, face was swelling, coughing white frothy sputum, bp 202/98. The pt was put on oxygen, had a EKG and breathing treatment during the dialysis. Ultrafiltration was increased and the treatment continued. The hosp biomed dept inspected the machine and stated they found nothing wrong with the machine. The manufacturer on site inspection of the machine also could not find anything wrong with the machine. But the MFR representative did uncover speculation by the machine operators that the bio-med dept had replaced a valve. This info could not be verified. The cause of this event can not be determined.